Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lead had migrated which was confirmed by both x-rays and CT scan. An impedance check revealed no anomalies. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the lead was repositioned on (B)(6) 2016. The issue was resolved.